Event description:
It was reported that multiple of the same malfunction alarms occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully however the malfunction alarm recurred. The malfunction code is unresettable. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.